Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set cannula crimped leading to hospitalization on (B)(6) 2025. The infusion set was in use for one day. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi) and intravenous fluids of saline and insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 6 of 6.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 8021545-2025-00688. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (8021545-2025-00688), was submitted on 11-apr-2025. However, based on the investigation done on 19-jan-2026 and clinical review performed on 23-jan-2026, it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.